Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not fully opened. A technical support specialist observed the countback screen displayed for drawer 3, position 18. The cubie latched upon selecting the retry option; however, the drawer did not open. The cubex application was terminated through task manager. While verifying row detection in the tester application, it was noted that the drawer had not previously opened fully but was now extending completely. Upon returning to the cubex application, proper functionality was confirmed as drawer 3 and 4 opened fully, allowing successful item issuance. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini user was unable to issue gabapentin 300 mg capsules. Drawer 3 opened; however, the cubie lid in position 18 does not open, prevented the user from proceeding. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.